Manufacturer narrative:
Device not returned.

Event description:
It was reported that a cartridge change error occurred during the load sequence. Reportedly, the customer performed a cartridge change resolving the issue. Customer's blood glucose level was 168 mg/dl.